Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was "not working" and the customer was no longer using it for insulin therapy. Reportedly, the customer reverted to manual injections for insulin therapy. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.